Manufacturer narrative:
The associated device was returned and evaluated. The lab analysis concluded that there were signs of scratching, burnishing, and remnants of bone cement on the tibial baseplate. The scratching found on the tibial baseplate found during this investigation was likely caused by explantation. The burnishing on the articulating surface of the tibial baseplate was likely caused by contact with the tibial insert. The smooth surface found on the remaining bone cement could indicate that a layer of bone cement was removed possibly by using a surgical saw. The cause of the loosening originally stated in the complaint could not be determined by this investigation of the device. No evidence of material or manufacturing deviations were observed in this investigation. The medical investigation concluded that several attempts have been made to obtain clinical/medical documents to no avail. However, the component was returned for examination. The analysis did not reveal the root cause of the loosening. Without supporting clinical/medical documents, a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that the gii tibia was ex-planted during a revision surgery on august 5th. Item was left at the hospital and the surgeon is requesting an investigation as to the cause of why the tibia was loosened in the patient.